Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
The article, "emergency mitral valve transcatheter edge-to-edge repair in cardiogenic shock due to papillary muscle rupture", was reviewed. The article presented a case study of a 66-year-old male patient with cardiogenic shock, cardiac arrest, myocardial infarction, severe right coronary and left anterior descending coronary artery disease, prior papillary muscle rupture, and severe mitral regurgitation. An xtw clip was deployed at the a2-p2 coaptation point. An additional xtw clip was implanted to further reduce mr to a grade of mild to moderate. After removal of the steerable guide catheter, a small iatrogenic interatrial septal defect was observed, with a predominantly left-to right shunt. No treatment was required. "[The primary and corresponding author was feroze mahmood, department of anesthesia, beth israel deaconess medical center, harvard medical school, boston, ma, USA, with corresponding email: fmahmood@bidmc.harvard.edu]"

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.